Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system displayed the recoverable error 32056 that pointing to universal surgical manipulator (usm) 3. The procedure was aborted prior to patient involvement with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and remote fe recorded error 32056 pointing to the inter-integrated circuit (i2c) on the pitch. The unit was tested on an in-house system in normal mode where it was disabled due to triggered error 32056. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The pitch searchlight single axis (slsa) flat flex cable (ffc) was found to be the root cause of the reported event. This issue can be resolved by replacing the usm.